Manufacturer narrative:
The investigation determined the event was due to a combination of the issues found by the field service engineer and pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The issue appeared to be resolved after the service actions.

Manufacturer narrative:
The total protein reagent lot number was 83881901 with an expiration date of 31-jan-2026. The cholesterol reagent lot number was 79646101 with an expiration date of 31-jan-2025. The field service engineer found yellow deposits on the sample probe and replaced the probe. He also found the wash water pressure was not set correctly and corrected it. Afterward, no further issues were noted and a precision check was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Sample 1 initial total protein gen.2 result was 0.575 g/dl which the doctor thought was implausible. The sample was repeated with results of 0.882 g/dl, 7.28 g/dl, 7.29 g/dl, 7.31 g/dl, and 7.46 g/dl. The values around 7 g/dl were believed to better match the clinical picture. Sample 2 initial cholesterol gen.2 result was 46.5 mg/dl which the doctor thought was implausible. The sample was repeated 10 times with results between 208 mg/dl and 214 mg/dl.